Event description:
The customer reported a corrupt images error message and the inability to recall images. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was reloaded. The system was tested and found to be operating as intended.